Event description:
Customer reportedly received the following results on the same device within 10 minutes: 340 mg/dl, 361 mg/dl, 330 mg/dl, and 101 mg/dl. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.